Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental.

Event description:
It was reported that "when instrument was being cleaned, the spring fell out. Rendering it useless."